Manufacturer narrative:
Exact date unknown, event occurred years ago from the date the manufacturer became aware of the event. Explant date: years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 236249/236289.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. The explanted device components will not be returned. No further information has been obtained despite good faith efforts.